Event description:
It was reported by the product distributor that the "packages didn't seal very well". Photos provided showing product is caught in the packaging weld. The products were not used, therefore, no harm reported. Additional information was received 05/05/2022 that two pieces were affected. This emdr is to address the second dressing.

Manufacturer narrative:
Additional information was received 5/5/2022 that indicated two devices were affected versus one initially reported. Emdr 1515070 was previously submitted to address the first device.common device name: tape and bandage, adhesive.product code: kgx.(B)(6).batch record review was conducted resulting in following:uno drain fix 685 m (20/160)ster int in question was manufactured under sap material ID 1301278 and manufacturing lot # 1c03887.the securement was produced, visually checked under subassembly lots 1c02360 and 1a02912 on machine c080 and then packed in peelpacks (pouch) under lot 1c03887 on april 2021 on center c2 on machine p013, with total lot amount 10 080 pcs. Lot #1c03887 was sterilized under lot 2173-18676a and released based on the review of results of sterilization provided by sterilization company steris. All the results were within specification and products were released in compliance with sop-000801. The production process, in-process control, testing result, packaging of products run according to the process instruction pi41-017 for subassembly process drainfix. Visual inspection of securement products acc. To tm-296sk was performed by quality assistant on beginning of order, on beginning of every shift and after every hour. Packaging was done on p013 according to the process instruction pi41-013 for packing of sterile securements products. During packing process following tests are performed: burst test to evaluate strength of the weld, water leakage test for detection of holes in primary pack, peel test to check correct opening of the seal and 100% visual inspection for detection of any defects on packing. Based on the available record, all tests were performed and all results were within specification. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots. No other complaint was registered on the lot and malfunction code¿ sec-pmc07.06 primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination¿¿.issue is related to CAPA tw1322007 - drainfix packaging issue. It was determining CAPA action: 1. Update pi41-013 for correct inserting the products to the cavities - packaging work instruction. CAPA is in close-done state. Product with lot 1c03887 was manufactured after implementation of CAPA tw1322007. Most probable reason of the failure is that operator didn´t separate non-conform products. No more defective products were found, so we consider this issue as isolated mistake. We will monitor if there is rising trend of complaints related to the issue in question. All available relevant operator will be re-trained on pi41-013.no containment action is needed, because all information about use of sterile product is shown on each peelpack and also in insert for use. The IFU says ¿do not use if the package is damage¿. Also dhf 1073 says, that intended user is healthcare professionals. So, the risk of using of products with damaged peelpack is minimal as only the healthcare professional can apply the product. From 31st of may is established increased control of products during packing process. Extra operator has been added to carry out visual inspection. No products sealed into the peelpack has been found yet. We register 2 complaints on the issue product sealed into the peelpack, where products were manufactured after implementation of CAPA tw1322007. Both lots were manufactured before implementation of increased control with one operator extra. During packing process of first complaint was present also new operator. The investigation associated with related event tw1515828 has been approved and is complete. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site:3005778470